Event description:
The user facility reported an impella 5.5 was supporting a patient admitted in with cardiogenic shock and cardiomyopathy. The patient had arrhythmia during support while awaiting a transplant. The ventricular tachycardia was medically managed. On day 15 of the support, the transplant occurred and the team observed the red plug of the pump to be bleeding under the surgical drape. The patient survived.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of product damage (hole in catheter) and vf/vt/af/at has been completed. Impella 5.5 returned for evaluation. Product damge (hole in catheter): upon visual inspection of returned pump, catheter was cut completely and pump and cannula side of catheter were not returned. Returned section of catheter was inspected and no damage to catheter was observed. Blood was present in the red handle when opened. The cause of the product damage (hole in catheter) could not be definitively determined as insufficient product was returned for analysis and limited clinical details were provided. Vf/vt: clinic the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details.